Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system power manager (spm) and both medical grade power supplies (mgps) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mgps units involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported complaint. When reviewing on the logs, there were error codes (B)(4) which mean one of the redundant power supplies is failing. The power supply was installed and tested on the pca test system. The system started and failed with the error 41. Isi also received the spm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) did not confirm the customer reported complaint. The spm was installed into pca xi system, start-up psc no message. It passed battery voltage checked, epo functionality, idle system for 15 minutes, power cycles for couple hours no issue. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to another da vinci system after the start of the procedure due to the system running on battery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer had a running on battery message. The site reported an issue and indicated it had occurred on another procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site confirmed that the ports were placed on the patient when the reported issue occurred. The site converted to another system to continue the procedure. The procedure was completed with no reported injury.